Manufacturer narrative:
Lot information unknown if it becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.